Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
On (B)(6) 2026, the patient experienced an event where the patient faced adhesive issues while working in the garden and sweating a lot. When the patient bent over, the tape started to peel away, and when the patient stood up, the infusion set fell off.